Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of eight devices. Microscopic evaluation noted that two reloads had damage to the cutting edge of the knife blade. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during a laparoscopic roux-en-y, while at the anastomoses of the roux limb, the stapler was able to fire, but there was poor staple formation. The staples were malformed, and the staple line was incomplete at the central part. They over sewed the staple line, which took over an hour, to prevent impairment of function and to complete the case. There was no tissue loss or damage as a result of this. The patient was alive.